Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
The patient's mother contacted lifescan (B)(4) on (B)(6) 2011 alleging a line through the meter's display. She claimed that the patient was feeling thirsty and lethargic 2 hours before noticing the display issue with the reported meter. The patient reportedly did not receive any form of treatment as a result of the reported issue. There is no indication that the product caused or contributed to an adverse event since the patient became symptomatic before the alleged issue occurred. And the patient reportedly did not receive any treatment. However, this complaint is being reported due to the display issue. Replacement meter was sent to the patient.